Event description:
Customer stated that she purchased wp-100 from local (B)(6) on (B)(6) 2019. She uses the unit 2-3 times per week and was using it at pressure level 10. Stated that as she was using it, the crown/cap on her from tooth chipped at an angle. She is seeking a refund for the flosser and potential reimbursement to have the tooth fixed. Refund for unit has been submitted and she will be visiting dentist next week to get an estimate on cost to fix tooth.